Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs"), device dislocation ("coil from the essure had migrated") and device breakage ("fracturing of the implant /coil from the essure had broken off") in a 29-year-old female patient who had essure (batch no. 787230) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included asthma, thyroid disorder and anxiety disorder. Previously administered products included for to prevent pregnancy: depo provera. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 12 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced pain in extremity ("leg pain"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss") and the first episode of arthralgia ("right hip pain"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and tooth disorder ("dental problems"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain upper ("stomach pain"), allergy to metals ("nickel allergy"), the second episode of arthralgia ("right hip pain") and musculoskeletal disorder ("right hip would hurt when I would lift my leg, could hardly move it"). The patient was treated with surgery (remove the essure coil/ salpingectomy (bilateral removal of fallopian tubes)), surgery (remove the essure) and surgery (remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, weight increased, alopecia and musculoskeletal disorder outcome was unknown, the device dislocation, pain in extremity and abdominal pain upper had not resolved and the last episode of arthralgia and dysmenorrhoea had resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, musculoskeletal disorder, pain in extremity, tooth disorder, vaginal discharge, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: it was reported that she was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-insert. Consequently continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received- new events dysmenorrhea, pain in hip were added. Reporter information updated. Patient details updated. Historical drug was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("coil from the essure had migrated") and device breakage ("fracturing of the implant /coil from the essure had broken off") in an adult female patient who had essure (batch no. 787230) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included asthma, thyroid disorder and anxiety. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), abdominal pain upper ("stomach pain"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss"), arthralgia ("right hip pain") and mobility decreased ("right hip would hurt when I would lift my leg, could hardly move it"). The patient was treated with surgery (remove the essure), surgery (remove the essure) and surgery (remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, weight increased, alopecia and mobility decreased outcome was unknown, the device dislocation, pain in extremity and abdominal pain upper had not resolved and the arthralgia had resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, arthralgia, device breakage, device dislocation, dyspareunia, mobility decreased, pain in extremity, perforation, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: it was reported that she was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-insert. Consequently continues to suffer from the symptoms outlined above. Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s relevant history and lab data updated. Events added as:- dental problems, nickel allergy, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, hair loss, hip pain, right hip would hurt when I would lift my leg, could hardly move, device monitoring procedure not performed. Pain nos replaced with pelvic pain female, lot number added. On 12-jul-2018: processed with follow up number 5. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("coil from the essure had migrated") and device breakage ("fracturing of the implant /coil from the essure had broken off") in an adult female patient who had essure (batch no. 787230) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included asthma, thyroid disorder and anxiety disorder. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), abdominal pain upper ("stomach pain"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss"), arthralgia ("right hip pain") and musculoskeletal disorder ("right hip would hurt when I would lift my leg, could hardly move it"). The patient was treated with surgery (remove the essure), surgery (remove the essure) and surgery (remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, weight increased, alopecia and musculoskeletal disorder outcome was unknown, the device dislocation, pain in extremity and abdominal pain upper had not resolved and the arthralgia had resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, arthralgia, device breakage, device dislocation, dyspareunia, musculoskeletal disorder, pain in extremity, perforation, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: it was reported that she was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-insert. Consequently continues to suffer from the symptoms outlined above. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("coil from the essure had migrated") and device breakage ("fracturing of the implant /coil from the essure had broken off") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), pain ("pain"), pain in extremity ("leg pain") and abdominal pain upper ("stomach pain"). Essure treatment was not changed. At the time of the report, the perforation, device breakage and pain outcome was unknown and the device dislocation, pain in extremity and abdominal pain upper had not resolved. The reporter considered abdominal pain upper, device breakage, device dislocation, pain, pain in extremity and perforation to be related to essure. The reporter commented: it was reported that she was currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-insert. Consequently continues to suffer from the symptoms outlined above. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed. User attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper. This action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-sep-2017: f/u summons received-lawyer added from legal document and start date of suspect drug updated as 31-may-2011 (previously reported as 01-may-2011). Added events leg and stomach pain, coil from the essure had broken off and migrated and the verbatim of event updated to fracturing of the implant /coil from the essure had broken off (previously reported as fracturing of the implant). Action taken as dose not changed (previously reported as drug withdrawn). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed. User attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper. This action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced perforation of organs. This event is unanticipated in the reference safety information for essure. Coils were removed approximately 5 years after insertion. The perforation of internal bodily structures other than the uterus and fallopian tubes (e.g. Bowel, bladder, and major blood vessels) may occur during hysteroscopy; this risk is inherent with any hysteroscopic procedure. Due to its anatomical relationship with uterus, the bowel is the most commonly affected organ. In this particular case, the exact time point and mechanism of perforation, as well as the organ perforated was not reported. However; based on the nature of this event, causality with essure coils cannot be excluded. This case was regarded as incident since intervention was required. Other nonserious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Then, a relationship with the reported medical event cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and clinically significant/intervention required), device breakage ("fracturing of the implant") and pain ("pain"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the perforation, device breakage and pain outcome was unknown. The reporter considered perforation, device breakage and pain to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced perforation of organs. This event is unanticipated in the reference safety information for essure. Coils were removed approximately 5 years after insertion. The perforation of internal bodily structures other than the uterus and fallopian tubes (e.g. Bowel, bladder, and major blood vessels) may occur during hysteroscopy; this risk is inherent with any hysteroscopic procedure. Due to its anatomical relationship with uterus, the bowel is the most commonly affected organ. In this particular case, the exact time point and mechanism of perforation, as well as the organ perforated was not reported. However; based on the nature of this event, causality with essure coils cannot be excluded. This case was regarded as incident since intervention was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.